Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 14-aug-2025, a healthcare provider (np) reported that an end-user experienced hypoglycemia (blood glucose value not reported) and received emergency department care; the exact event date was not reported. The care plan was adjusted to skip boluses for one week. Outcome and hospitalization status were not reported. Multiple attempts were made to contact the user but were unsuccessful and no further information is available.